Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0013246845); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the first deployment of the 34 mm transcatheter aortic valve evfxplus-34, the valve was infolded. Prior to implantation, a load check showed crown overlap up to the 4th node. The system was recaptured and removed from the patient. A new valve was loaded onto a new catheter and implanted. No patient impact was reported, and the patient was alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, the valve loader was experienced. The valve was recaptured one time for the infold. A procedural delay resulted from the valve infold.